Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported d8, h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Corrosion in lg-lens is detectable by handling scope in accordance with the following IFU. IFU (operation manual) do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. IFU (reprocessing manual) be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Physical evaluation of the device shows: the device was last repaired 10mar2020 for no image. There was leakage between the cover and body. There were dents in the distal end. The rubber glue was cracked. The biopsy channel was kinked and scratched. There was insufficient suction pressure. There was play in the angulation control knob. There was corrosion on the internal lends. Third party lab testing of the scope shows: the air and water channel was cultured and showed no growth. The biopsy channel/suction channel was cultured and showed no growth. The distal end/ forceps elevator was cultured and showed growth of staphylococcus epidermis. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following is presumed: based on the investigation findings a leakage on the scope and kink at biopsy channel led to insufficient reprocessing. Growth of pseudomonas aeruginosa and candida was confirmed from distal end, under forceps elevator, and biopsy port in culture testing by the user after reprocessing. When sbc culture tested the returned scope at the third-party labs, growth of staphylococcus epidermidis was confirmed from distal end and forceps elevator. Leakage from distal end was confirmed at the incoming inspection. Leakage on the subject scope: even though we cannot specify the root cause, we presume the leakage was due to the user handling for the scope had squeezed insertion section, kink at biopsy channel, and dents at distal end. Corrosion in lg-lens physical stress caused gap at lg-lens glue, and dirt got in there. Moisture invaded the scope from the leakage, which led to corrosion of internal parts of lg-lens. Its corrosion product remained as dirt.

Event description:
It is reported by the customer an evis exera ii duodenovideoscope was found to have stiffness of the insertion tube, and the scope failed culture testing. The customer sent the scope to olympus for evaluation. There is no patient contact associated with this event. Additional details regarding the device and reported issues have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Olympus is awaiting permission from the customer to culture the scope at a third party laboratory as a part of the investigation, so physical evaluation of the device has not started yet. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide additional information provided by the customer. New information is reported. Initial reporter occupation: title: endo technician

Event description:
New information provided includes: it was a positive scope culture and not a positive patient culture. The parts of the scope that were cultured include the distal end, front and back of the elevator, and the biopsy port. The microorganisms identified: pseudomonas aeruginosa and candida. The device was not used on a patient with known infection with the same microorganisms. The scope had been reprocessed using prolystica (steris) and rapicide part a+b (medivators) dsd edge-13026072, 13026073, and 13755684. The scope did not fail atp testing. The scope was sent to olympus for repair. During reprocessing, the endoscope channel is being brushed manually with a single use brush (olympus bw-412t), and precleaning is being performed immediately after the procedure. Precleaning steps: emerge scope in cleaning solution, wipe entire scope with sponge, brush through all channels, flush with scope buddy, attach pieces for medivator 26minutes. The scopes are leak tested prior to manual cleaning using a medivator veriscan. There have been no problems with the automatic endoscope reprocessor (aer). All reprocessing personnel are trained on how to properly reprocess an endoscope.